Event description:
During the coil embolisation of internal iliac artery aneurysm that was not calcified and mildly tortuous, it was noted that the physician could not detach a presidio (pc4180830-30/c17286) although pressing the detachment button several times. The green system ready light illuminated at the time the detachment was attempted. Type of detachment control box and cable used with the product were not provided. Then, when he was withdrawing the presidio from the microcatheter (renegade 18/stryker), the entire microcoil of presidio separated from the dpu within the microcatheter and remained within the mc. It is unknown when and where exactly it occurred. There were no other damages noted to any of the coil components such as separation, fracture and break. Then, both the entire presidio and the microcatheter were safely removed as a unit from the patient. After withdrawal, it was outside the patient, the separated microcoil was pushed out of the microcatheter by using an unspecified coil pusher. After that, the procedure was continued using a new product(pc4180830-30, lot unknown) and he was able to detach it into the target lesion using same detachment box and cable with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. Prior to the complaint product, three competitor¿s coils and a presidio (pc4180830-30, lot unknown) were successfully placed into the vessel located in the distal site of the target aneurysm without any further issues. It is also unknown how many coils were successfully placed during the procedure. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No entanglement with previously placed coil was noted.

Manufacturer narrative:
During coil embolisation of an internal iliac artery aneurysm that was not calcified and mildly tortuous, it was noted that the physician could not detach a presidio coil (pc4180830-30/c17286) although pressing the detachment button several times. The green system ready light illuminated at the time the detachment was attempted. Type of detachment control box and cable used with the product were not provided. Then, when the physician was withdrawing the presidio from the microcatheter (renegade 18/stryker) following the detachment failure, the presidio coil separated from the device positioning unit (dpu) within the microcatheter and remained inside it. It is unknown exactly when and where this occurred. Both the presidio coil and the microcatheter were safely removed as a unit from the patient. The procedure was continued using a new product (pc4180830-30, lot unknown) and the physician was able to detach it into the target lesion using same detachment box and cable with no further issues. The procedure was successfully completed and there was no patient injury/complications reported. After withdrawal from the patient, the separated microcoil was pushed out of the microcatheter by using an unspecified coil pusher. It is unknown if the microcatheter was replaced or not. There was no other damage noted to any of the coil components such as separation, fracture or breakage. Prior to the complaint product, three competitor¿s coils and the other presidio (pc4180830-30, lot unknown) were successfully placed into the vessel located in the distal site of the target aneurysm without any further issues. It is also unknown how many coils were ultimately successfully placed during the procedure. The product was new and reported to have been stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No entanglement with previously placed coil was noted. Prior to use, no defects (kink, bends etc) were noted on the product by visual inspection. A pre-deployment electrical check was performed and no issues were noted at that time. There was no stretching of the coil observed after it was removed from the microcatheter. The detached coil, detachment control box, connecting cable and renegade microcatheter used in the procedure were not returned for analysis. The returned device positioning unit (dpu) passed electrical testing. Located off the proximal end of the dpu at 22.5, 73.0, and 74.0 (all measured in centimeters) are kinks to the core wire. Located 1.0 centimeter proximally off the distal tip of the device positioning unit (dpu), the coil tip section has been severely buckled with the outer sheath torn away. Located at the distal tip of the skive, the core wire protrudes outside the sheath for the entire length. There is no mechanical sheath damage that could have resulted in an opened skive at the protrusion site of the core wire. This type of damage indicates application of external force and distal interference. The detachment fiber has melted and pooled around the resistive heating coil¿s socket ring. The evidence highly suggests that resistance either in the microcatheter or during repositioning of the coil in the aneurysm prior to the detachment attempt may have cause the detachment fiber to lose tension. The reduced fiber tension may have caused the detachment fiber to partially lose contact against the resistive heating coil distal surface. This loss of contact against the heating surface may have in turn caused a partial melting of the detachment fiber which then pooled around the resistive heating coil¿s socket ring. The partially melted detachment fiber most likely adhered to the coil¿s socket ring or the suture. This partial melting of the detachment fiber may have temporarily captured the coil before releasing it inside the microcatheter during the removal of the delivery wire. The exact circumstances that created the severe buckling in multiple sections and the protrusion damage to the unit cannot be determined, as very limited information was received about the handling of the device. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: always perform fluoroscopic verification of detachment prior to withdrawing the dpu wire fully. Failure to do so may lead to an embolic complication.¿ also, if a portion of the damage occurred during repositioning, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the coil, the complete unidentified detachment system, and the renegade microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The product labeling appears to adequately address all identified factors which could have led to the complaint event based on the available evidence. Therefore, no corrective action is warranted at this time.

Manufacturer narrative:
Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. Complaint conclusion: during the coil embolisation of internal iliac artery aneurysm that was not calcified and mildly tortuous, it was reported that the physician could not detach a presidio (pc4180830-30/c17286) although pressing the detachment button several times. The green system ready light illuminated at the time the detachment was attempted. Then, when he was withdrawing the presidio from the microcatheter (renegade 18/stryker, details unknown), the entire presidio coil separated from the device positioning unit (dpu) within the microcatheter and remained there. It is unknown exactly where in the microcatheter the unintended detachment occurred. Both the entire presidio and the microcatheter were safely removed as a unit from the patient. After withdrawal, once outside the patient, the separated microcoil was pushed out of the microcatheter using an unspecified coil pusher. No entanglement with previously placed coils was noted. It is unknown whether the microcatheter was replaced. After the complaint coil was withdrawn, the procedure was continued using a new presidio product (pc4180830-30, lot unknown). This coil was detached into the target lesion using same detachment control box with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury or complications reported. Prior to the using the complaint product, three competitor¿s coils and a presidio (pc4180830-30, lot unknown) were successfully placed into distal portion of the target aneurysm without any issues. It is unknown how many additional coils were successfully placed during the procedure. Prior to use, no defects (kinks, bends, fracture, separation, etc) were noted on the product by visual inspection. A pre-deployment electrical check was performed and no issues were noted. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained at all times. The type of detachment control box and connecting cable used with the product were not provided. The IFU provides directions for safely withdrawing and re-sheathing the coil in the event of a failure to detach. However, due to the fact that none of the devices used in the procedure were returned for analysis, the complaint cannot be confirmed and no root cause for the failure to detach followed by unintended detachment in the microcatheter can be definitively established. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action is warranted at this time.